Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the main lamp did not light up due to faulty power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was confirmed. The lamp could not light due to the power unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the visera elite xenon light source was broken and the bulb could not light up. The reported problem was found during inspection before procedure. The patient was not under anesthesia. The facility finished the procedure with another similar device. The intended procedure was unknown. There were no reports of patient harm or impact associated with this event.